Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was also reported that the patient¿s medical history included having fibromyalgia (had prior to implant). It was reporting that the patient¿s rep was currently out of town until the 8th and they were told to call patient services if they had a problem. The patient stated their rep had them on two different programs, one was a high frequency program and the other one was a ¿tingly program¿. The patient stated that it was not working that great on their pain since (B)(6) 2017, and they had it on the ¿tingly program¿. It was reported that the high frequency worked on their pain a little bit, but not as much as they wanted. The patient stated the high frequency setting caused them to have to charge for two hours a day, when they used to only charge for 30 minutes a day. The patient stated that the two hours per day was causing her back to be in all kinds of bad shape and caused a bruise on the inside that hurt so bad. It was reported that this began three to four days ago (2017). The patient stated that they had to change back to the ¿tingly program¿ because they couldn¿t handle charging for two hours per day. The patient stated that their trial worked out so wonderfully and they had no pain on their trial but they were not experiencing that from their implant. The patient mentioned it was vibrating them so bad right now ((B)(6) 2017). The patient stated she was implanted for their leg and then stated that their leg was hurting pretty bad right now, which occurred since implant. The patient mentioned that their rep had tried five programs with them and that they recommended adhesive discs. The patient stated that they tried doing high frequency settings for 12 hours and then turned it off for 12 hours while they were sleeping to see if that would reduce their charge time. They stated that it helped a little bit. It was indicated that the patient was able to change their amplitude, groups and/or programs. The option of changing programs was reviewed, but this did not resolve the patient¿s issue as they stated that they only had two programs. They were redirected to follow-up with their hcp for reprogramming, prior to the (B)(6) when their rep returns. No further complications were reported/anticipated.